Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported e216 error (scope communication error) and e237 error during an unspecified procedure involving an olympus colonovideoscope. There was no patient injuries reported.